Event description:
It was reported that the device was contaminated. A rotawire was selected for use. During preparation, the rotawire got unsterile. The procedure was completed with an alternate device. There were no complications, and the patient fully recovered.

Manufacturer narrative:
(B)(6).